Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician called for review of episodes involving this pacemaker and right ventricular (rv) lead which is programmed to unipolar configuration. Technical services (ts) noted events with myopotential noise and oversensing, one of which resulted in 2.5 seconds of pacing inhibition. This pacemaker remains in service. No adverse patient effects were reported.